Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the device was returned, analyzed and no anomalies were found. It was noted that the device set screw had a rounded socket. (B)(4).

Event description:
It was reported that during an implant attempt, it was difficult to engage the tool on the setscrew of the implantable pulse generator (ipg). When the physician finally tightened the setscrew onto the lead they noticed there was a hole in the grommet. The physician did not use this ipg and another ipg was implanted. No patient complications have been reported as a result of this event.